Event description:
It was reported by the abbott technical services that the patient presented to the clinic. During interrogation, the patient's pacemaker was noted to have intermittent capture issues. No intervention and patient consequences were reported.